Event description:
It was reported that the device will not turn on when connected to the pcu. The biomed replaced the iuis but still has the same issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on when connected to the pcu. The biomed replaced the iuis but still has the same issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1 and c3 due to no power up on motor control board, broken bezel and punctured keypad screen. Lvp rear case recall completed. A review of the device history record showed the device had a manufacture date of 09jul2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - blown fuse (no power). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2015-0195 lvp bezel lower hinge shroud. CAPA ca-2015-0209 lvp keypad failure.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on when connected to the pcu. The biomed replaced the iuis but still has the same issue. No additional information was provided. There was no patient involvement.